Manufacturer narrative:
The returned device was evaluated which included functional testing. An internal inspection of the device was conducted and the unit was confirmed to have a defective instrument board. The customer complaint was duplicated that display black out with alarm after powering on device for a minute. The complaint of "device setting is changed automatically" was not confirmed. A service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the display would black-out with an alarm after powering the device for one minute. It was also noted that after rebooting the device, the unit's settings automatically changed. There is no report of any patient impact or consequence as a result of the issue.